Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital experiencing dizziness with an intrinsic heart rate of 50 bpm and erosion of their system at the site of implant. Cultures were taken and confirmed the site had also become infected. A revision procedure was performed wherein the chronic system was explanted and a new system placed on the patient's right side. No additional adverse patient effects were reported.